Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event. The fsr calibrated the exhalation valve and performed the operational verification procedure. The fsr reported the device is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the patient was having problems with patient efforts. The customer reported the patient was placed on a replacement ventilator. The customer reported there is no patient consequence associated with the event.